Manufacturer narrative:
Continuation of d10: product ID b3301542m, serial# (B)(6), product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3301542m, serial/lot #: (B)(6), ubd: 23-dec-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the dbs surgery in the operating room, the healthcare provider (hcp) inserted sensight lead in patient's brain. Hcp tried to remove stylet in sensight, but could not remove it. Hcp checked the microdriver, lead insertion tube, and burrhole device. Troubleshooting did not resolve the issue. Hcp opened a new sensight. Hcp removed the existing sensight in patient's brain and inserted a new sensight. The patient did not have a problem. No symptoms were reported. There were no contributing factors identified. The issue was resolved.

Manufacturer narrative:
H3 analysis of: product ID b3301542m lot#/serial# (B)(6). Determined no anomaly with the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.